Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a leak that occurred on the home choice (hc) during use during dwell 3 of 3. The care giver (cg) stated that the home patient (hp) had run short of solution because one of the bags had leaked after the hp had connected them to the setup. The baxter technical services representative (tsr) explained that if the bag leaked because it was not connected, the setup could potentially be compromised. The tsr advised the cg to call the registered nurse (rn) for advice on what to do with the remaining therapy. Baxter product surveillance (bps) spoke with the cg on (B)(6) 2012 regarding the leak. The cg stated that the cause of the leak was due to not connecting the bag properly, and that there were no defects in any of her supplies. There were no allegations made against any of baxter's products, and the leak was due to use error alone. The cg stated that no one was exposed to any of the solution. The incident was reported to the rn. The cg stated that the patient's therapy has been going well since the event. Bps spoke with the rn on (B)(6) 2012 regarding the leak. The rn stated that she was unaware of the issue. The rn stated that the hp has not received any medical intervention, nor has she experienced any negative side effects. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The root cause was use error.